Event description:
It was reported that the insulin pump alarmed during prime. Customer is unable to exit the preparing to prime loop. Customer was instructed to hold the act button until a 2nd series of beeps is received or numbers appear on the display. Customer did not receive 2nd series of beeps or numbers on the screen and device alarmed compromised force sensor resistor. It was stated that the insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was below 194 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose and or protruded drive support disk. The device unit passed prime test however, excessive no delivery test and occlusion test were not performed due to loose and or protruded drive support disk. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, and cracked battery tube threads.